Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The device was not returned for analysis. The reported patient effects of death and surgical procedure are listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use (IFU) as known patient effects of coronary stenting procedures. It should be noted that the IFU also specifies to fully expand the stent graft by inflating to nominal pressure at a minimum. The nominal pressure for this stent is 15 atm. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported device operates differently (failure to seal)/stent graft; however, the reported treatment appears to be related to the circumstances of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the 2.80x16 graftmaster stent was deployed at 14 atmospheres (atm), which is below the nominal pressure of 15 atm, to treat a perforation in the left anterior descending (lad) artery. The stent did not seal the perforation. It is unknown if the stent was too short or if the graft was leaking as it was hard to visualize under fluoro. The patient was sent for coronary artery bypass graft (CABG) surgery. Post surgery, the patient expired due to cerebral anoxia. In the physicians opinion, the patient death was not related to use of the graftmaster device. No additional information was provided. Per av medical affairs, the patient death was due to unfortunate complication of percutaneous coronary intervention (pci). Death in this case is due to the perforation. The graftmaster is only secondarily related due to failure to seal complicated by poor visualization due to obesity.